Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm had a misfire of the seal deployment a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no blood detected. The delivery device was returned outside of the loading device. The seal was observed to be mid-way through the tunnel of the loading device. The slide lock was in the locked position, and the plunger was not depressed on the delivery device. The seal and tension spring assembly were removed from the loading device. There were no signs of cracks or delamination on the seal. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .223 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "premature deployment" is not confirmed, but the analyzed failure "fitting problem" is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system3.8mm had a misfire of the seal deployment a replacement device was used to complete the procedure. The hospital did not report any patient effects.